Event description:
It was reported that intermittent capture was observed at device implant. Later that day, the patient began feeling poorly with periods of asystole seen on ECG. High impedance and loss of capture were also observed. Nine days post implant, the device was explanted due to battery depletion and set screw issues. It was further noted that the lead connector had come completely out of the device header. No further patient complications were reported as a result of this event.

Event description:
It was reported that intermittent capture was observed at device implant. Later that day, the patient began feeling poorly with periods of asystole seen on ECG. High impedance and loss of capture were also observed. Nine days post implant, the device was explanted due to battery depletion and set screw issues. It was further noted that the lead connector had come completely out of the device header. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found it was reported that intermittent capture was observed at device implant. Later that day, the patient began feeling poorly with periods of asystole seen on ECG. High impedance and loss of capture were also observed. Nine days post implant, the device was explanted due to battery depletion and set screw issues. It was further noted that the lead connector had come completely out of the device header. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated capture, failure to impedance, high.